Event description:
It was reported that medfusion pump displayed no disposable pump won't run, during testing. There was no patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the sample received doesn't present any damage, kink, or cut that could cause the failure mode reported. The sample was received with slide clamp activated. Upon function testing, the reported problem was duplicated. The root cause is unknown. A corrective and preventative action was initiated to investigate further. No lot number was provided; therefore, device history record review could not be completed.